Event description:
While implanting an elbow plate into the patient's arm, the surgeon was inserting a hexalobe screw. The screw broke. The head was removed but the rest of the screw remains implanted. This caused a 20 minute delay in surgery.